Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter stated the surgeon was inserting a cc4204a collamer single piece lens, +13.5 diopter, and noted the lens was torn. The reporter stated it was unknown if there was any patient contact but there was no injury. Another lens was implanted.

Manufacturer narrative:
Additional information received. The reporter indicated there was patient contact and the product was defective. Device evaluated by manufacturer? No. The lens box was returned but there was no lens inside the box. (B)(4).